Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage and crack on reservoir compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.